Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'leakage¿ with a potential root cause of 'tip cover came off during shipping or in processing.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon."

Event description:
It was reported that the 10cc syringe in kit had a missing cap and 6 cc of water leaked out. No medical intervention was reported.